Event description:
Rptr alleged discrepant pt blood glucose results of 44 mg/dl at 3:49 pm back to back with a result of 122 mg/dl, when testing was performed at 3:55 pm on the compact plus sys. Rptr stated pt was feeling low glucose symptoms at the time of the testing and glucose testing was performed to aid in lowering pt's higher glucose levels at the time. As a result of the comparison, pt was treated with 3 glucose tablets but no other actions were taken or treatment was rec'd as a result. A request was made for the return of the suspected device and replacement prod was sent.